Manufacturer narrative:
Unique device identifier (UDI) : (B)(4). The valve was returned for evaluation. Device history record (DHR) - the lot history record was reviewed for completeness during the release process to inventory. No discrepancies were noted. Failure analysis - the valve was visually inspected; the silicone housing was cut/torn on the underside of the valve, and the valve casing is poking out, as well as a crack and bump mark in valve casing. The position of the cam when valve was received was 50mmh2o. The valve was hydrated. The valve was tested for programming, the valve failed the test, the cam mechanism did not move during the programming process. A crack and a bump mark were noted in the valve casing, the cam pillar was also damaged due to a shock. The valve was leak tested, leaked from the damaged silicone housing. The valve could not be reflux tested due to the damaged silicone housing. The valve passed the test for occlusion and pressure. The root cause for the issue reported by the customer was due to the valve receiving a hard knock. The root cause for the damaged silicone housing is probably due to user error. As noted in the IFU silicone has a low tear/cut resistance. The root cause for the crack and bump mark in the valve casing is due to the valve receiving a hard knock. The root cause for the programming issue noted during the investigation is due to the abnormal polarization of the cam magnet. The root cause for the abnormal polarization was probably caused by an exposition of a too strong magnetic field, as noted in the IFU, ¿any magnet may experience a degradation of magnetic field strength as a consequence of exposure to the significantly stronger magnet field induced in a MRI procedure.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported over drainage from a codman hakim programmable valve. It was reported that the valve was implanted to the patient via ventricular peritoneal shunt over 20 years ago. The initial shunt setting was unknown. Symptoms of over drainage developed. No details available on symptoms. On (B)(6) 2020, therefore, the valve was replaced to a new valve (823162). No further information was provided.